Event description:
It was reported that a cgm error occurred, specifically error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which the pump no longer displayed the error, and the caller successfully started their sensor session.